Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During a planned update of the power manager software, the power manager module failed. The event occured outside of the clinical environment. There was no adverse consequence to a patient as a result of this event.